Event description:
It was reported that the black stuff was coming out of the scope after the procedure. At the end of the case, the tech of the facility said the scope made a "weird" noise when flushing the scope. It was then taken to the scope cleaning room and during the brushing of the suction chamber, small black particles came out of the scope. They felt like hard plastic pieces of what the scope is made out of.

Manufacturer narrative:
Supplemental MDR will be submitted when the additional investigation is completed.

Manufacturer narrative:
Section d1 brand name is corrected.

Manufacturer narrative:
No malfunctions were found as a result of inspecting the subject endoscope. Fujifilm conducted a component analysis of the small black particles came out of the endoscope channel. The results revealed that they were organic matter derived from the human body. Although it is highly likely that these particles originated from the patient who underwent the procedure using the endoscope, it was not possible to determine from when they existed the endoscope channel. No reports of health effects related to this issue have been received.